Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent grafts were successfully implanted without issues. It was reported that the physician noticed the patient in the obituaries. The patient expired 3 days post-implantation of the aneurx stent grafts. No additional information has been provided regarding the cause of death.

Manufacturer narrative:
Results: death. Information regarding the cause of death not provided. Conclusions: information regarding the cause of death not provided.